Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a small piece comes off from the outer tube flange of the device. There was no patient harm reported.